Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with no issues noted. The dimensions of the device were evaluation with the three box dimensions noted to be outside of the specification. Functional testing was performed with no issues noted. The reported problem was identified via a sample evaluation but the cause could not be determined.

Event description:
It was reported that a gap was observed between the transfer set and the disconnect cap after the component were connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.